Event description:
Event description cpi received information that the pace impedance measurements were high and the implantable cardioverter defibrillator (ICD) was not capturing at maximum output. It was further reported that the patient felt muscle stimulation a few days earlier.